Event description:
The account reports that the bed went into all motor lockout (aml) and then the pt positioning monitor (ppm) alarm did not sound. Due to ppm not sounding, the account reports a pt fall. The pt was given a cat scan, results were negative, treated injury with ice.

Manufacturer narrative:
The technician inspected the bed and found that all functions were working on the bed, including bed exit. Bed is working as designed.